Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube required replacement. However, the customer has not elected to replace it as of yet. No additional info is available.

Event description:
The customer reported the system displayed an error code message and thereby failed to boot up. No report of pt injury.